Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 340 mg/dl. The customer's blood glucose was 243 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and setting issues. The customer performed high pressure test and the insulin pump failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.